Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific failure mode or patient injury was alleged. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Review of medical records provided finds that the patient underwent recurrent hernia repair with mesh (device #1) removal and implant of a ventralex st mesh. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Note there is no allegation or indication in the medical records provided of any adverse patient outcome associated with the ventralex st mesh implanted in (B)(6) 2015. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for repair of an umbilical hernia. A ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to remove the ventralex mesh. The attorney alleges the patient has suffered and will continue to suffer physical pain. The attorney further alleges the patient suffered severe and debilitating injuries. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incarcerated umbilical hernia and underwent repair with ventralex mesh (device #1). Per operative notes ¿an incarcerated 2-3 cm nodule of fat and a hernia sac was encountered and it contained preperitoneal fat which was resected. A 4.3 cm ventralex prothesis was placed¿. (B)(6) 2015 - patient had persistent abdominal pain, was diagnosed with recurrent umbilical hernia and was scheduled for open repair on (B)(6) 2015 with implant of mesh (device #2). Per operative notes, the umbilical stalk was transected, taking care to dissect the skin off the adjacent fascia and mesh; there was a small lateral defect with herniated fat and the underlying mesh was still in place. "We then opened up the defect sharply and excised the mesh (device #1). Upon cleaning up the fascial edges we had a 3x3 cm defect. We could get at lease 2-3 cm of overlap by using the 6.5cm ventralex mesh (ventralex st, device #2). We then inserted the mesh into the peritoneal cavity". Attorney additionally alleges that the patient experienced emotional injuries.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific failure mode or patient injury was alleged. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for repair of an umbilical hernia. A ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to remove the ventralex mesh. The attorney alleges the patient has suffered and will continue to suffer physical pain. The attorney further alleges the patient suffered severe and debilitating injuries.